Event description:
Consumer used patch on his back for 10 hours. Upon removal, skin was pulled off. Consumer sought medical attention from primary care physician and was diagnosed with 3rd degree burn and prescribed an unk antibiotic.